Event description:
No additional information on reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6 complaint sample was evaluated and the reported event was confirmed. Visual inspection confirmed the lip of the provisional which holds the screw in place is chipped. The screw is disassembled from the provisional and was not returned. The outer radius of the provisional is scratched and dinged. Debris was found to be embedded in the outer radius. The rim has been gouged. The device has been used an unknown amount of times as its 5.5 years old. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the set screw will not stay engaged in the g7 liner trail. No surgical delay. Rep believes the threading issue is on the liner itself not the screw and said it is most likely just from use/wear. Attempts have been made and additional information on the reported event is unavailable at this time.